Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date and suture was used. The internal sutures did not hold and the patient had to be flighted to a larger hospital for surgery. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.